Event description:
It was reported that during a gastric resection procedure, it was observed that the device did not fire properly at the third firing. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided. It was reported that during an.

Manufacturer narrative:
(B)(4) date sent: 11/14/2025 d4: batch #556d99. Additional information was requested, and the following was obtained: the account believes they have identified the issue; the scrub tech was utilizing the cartridge removal technique taught by the intuitive rep using the safety cap as a lever between the jaws post-firing. This was bending the plastic portion of the cartridge and separating it from the metal lower portion, the metal was left in unbeknownst to the scrub in the device hence the reason she could not insert another reload. I have since in-serviced the staff to no longer utilize this method of removal. 1. Was the firing sequence started but not completed? If yes: yes, 2. Did the device deliver any staples? Not after this event 3. If yes, were the staples formed properly? No 4. If yes, was the staple line complete? No 5. Did the device cut? Not after the event 6. If yes, was the cut line complete? No 7. If yes, was there any issue with the cut line? No 8. Was there any difficulty opening the device jaws? No investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60c, with lot/batch #a97w7w, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 556d99, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.